Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that after the index procedure, the patient returned for follow-up. A proximal type I endoleak from the top of the bifurcate stent graft was discovered. The patient received treatment. The physician implanted an endurant aortic cuff at the level of the renal arteries. The proximal type I endoleak was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.